Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
On april 7, 2022, the distributor reported the additional information: the pump history was reviewed and multiple intermittent altitude alarms were verified to have occurred. Distributor cleaned pump and during troubleshooting, the alarm did not reoccur.